Event description:
It was reported, the stylus will not calibrate, and there are lines going down the middle of the programmer screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was a line going down the middle of the screen and the stylus would not calibrate.